Event description:
The customer reported that while pipetting on summit, a no or not enough liquid error was generated and when the operator pressed the function key to continue, the entire row of the microplate was skipped without being properly pipetted. No error was generated by the summit. No death or serious injury was associated with this incident.